Manufacturer narrative:
Vyaire medical complaint file (B)(4). The customer reported the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an "extended high peak pressure, circuit occlusion" alarm and not ventilating on this ventilator device. The customer stated no known patient event with this issue. The customer reported calibrating the low pressure transducers however, they tended to drift and determined the likely cause was associated with the gas delivery engine (gde).

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) component for investigation. The fa group performed a power cycle on in the user mode, which displayed the reported alarm behavior. The gde was then cycled in the service mode. The calibration data was reviewed, which found the expiratory pressure (exp) pressure transducer out of tolerance, which would not calibrate. The reported event was duplicated and the root cause was associated with a hardware design issue with the exp transducer on the transducer communication alarm (tca) sub-component of the gde. However, these findings have been addressed on CAPA (B)(4). As a precautionary measure the transducer communication alarm assembly was replaced.